Event description:
It was reported that the patient had impedances greater than 4000 ohms in his left implantable neurostimulator on all of his bipolar electrodes after the initial impedance check. It was not clear whether the patient had ever had therapeutic benefit in his right hemibody. Skull and chest x-rays of the implanted system were not notable for any abnormalities of the hardware (date not reported). The hcp was considering replacing the extension. The hcp refused to provide the patient's name. A follow-up report will be submitted if additional information becomes available.